Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted.

Event description:
It was reported that the end user experienced intermittent redness, itching, and dry flaky skin under his wafer for the last three months. It was reported that he has been using nystatin powder to treat his skin issue; however, it was noted that this nystatin powder was prescribed back in (B)(6) 2014 to treat a yeast infection, which has cleared up. It was further stated, "the redness/ itching is getting better and does not appear any worse." Discussed using stomahesive powder, crusting technique and to contact his healthcare provider if the skin issue does not improve."

Manufacturer narrative:
Additional information was received november 10, 2015. The product associated with batch 4d02910 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).